Event description:
On 1/7/94, suture was used to close the fascia during a cesarean delivery. An evisceration was diagnosed on post-operative day seven. At the time of reexploration, the suture was noted to have failed.